Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan result of 60 mg/dl, and it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was brought in a hospital where a glucose reading of 1200 mg/dl was obtained on a healthcare professional (hcp) meter. The customer received insulin (dose/type unspecified) via drip for treatment. It was reported that the customer applied a new sensor in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK if product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor scan result of 60 mg/dl, and it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was brought in a hospital where a glucose reading of 1200 mg/dl was obtained on a healthcare professional (hcp) meter. The customer received insulin (dose/type unspecified) via drip for treatment. It was reported that the customer applied a new sensor in the hospital. There was no report of death or permanent impairment associated with this event.